Event description:
Info rec'd indicates pump experienced error code 45.

Manufacturer narrative:
The history log showed ec 45 occurred on (B)(6) 2011, while pt and recycle bin history only showed history from (B)(6) 2011. Investigation is still in process. A f/u report will be filed when more info is available.